Event description:
It was reported that during a procedure to implant a vena cava filter, via the femoral, the filter was very difficult to deploy. After it was deployed, the arms were open, but the legs remained closed. An attempt was made to open the legs, but to no avail. The filter was removed via the jugular, but with difficulty. It was reported that a removal system was used, as well as the pusher wire and a snare to remove it. No injury to the pt was reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. The filter was not returned for evaluation. It is unk if pt or procedural factors contributed to this event. The results of the investigation are inconclusive and the root cause is unk. The IFU (info for use) states the following: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter. Do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure.